Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
The patient was initially implanted with a afx bifurcated stent graft, an infrarenal extension, and suprarenal stent graft to treat an abdominal aortic aneurysm. Approximately two (2) years post initial implant, an indeterminate endoleak was reported. No further information is available. As of the date of this report, there have been no additional patient sequelae reported.

Event description:
Additional information received confirming that the patient has not been scheduled for re-intervention; the physician continues to monitor the patient.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was unsubstantial evidence to support the reported event of indeterminate endoleak. Procedure-related harms include a type ii endoleak after the initial implant. Event-relatedness and the final patient status could not be confirmed. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Correction: device code - remove 1354. Result code - remove 3233. Conclusion code - remove 11.